Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n170422019, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 120mcg/ml via an implantable pump. The indication for use was noted as intractable spasticity and cerebral palsy. On (B)(6) 2015 during a pump replacement for normal end of life the entire catheter was found in the pump pocket. The cause of the event was unknown and no troubleshooting or diagnostics were performed. The catheter was replaced and the issue was resolved. No patient symptoms reported and the patient status at the time of the report was noted as alive no injury.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across the insulator. Analysis of the catheter revealed sc connector coring-tear-cuts in seal.

Event description:
Additional information later received reported that the patient recovered without sequela.